Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in water, headaches, sores on nose and eyes, cough and throat inflammation.. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in water, headaches, sores on nose and eyes, cough and throat inflammation. There was no report of patient harm or injury. The device was returned to a third party for a further evaluation. The device was evaluated. The manufacturer observed dust/dirt contamination in the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the dust/dirt contamination in the device. Section d8, h2 were updated in this report. Section d4 unique identifier (UDI) number has been corrected / updated in this report. Section h6 health effect - clinical code has been added, and type of investigation, investigation findings, and investigation conclusions have been updated.